Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report a high blood glucose level. The customer's blood glucose level was 600 mg/dl. The customer stated she took a correction. The customer's call was disconnected helpline was unable to reach the customer. No further details were provided and nothing was replaced or returned.